Event description:
It was reported that the customer was using certificate-based authentication (eap-tls with cert validation) on all of their units. For reasons unknown currently, the internal pc unit real-time clock intermittently gets reset to the year 2001 during the initial steps of ssid association. Because of this, the unit fails certificate validation because it requires the pcu system time to be inside of the certificate validity window. Since the pcu only gets its time corrected when it connects to the sm server (after a successful validation/authentication), it can never get the correct time and stays set to 2001 until it is connected to asm. Eventually this creates a situation where a significant percentage of the site¿s units are incapable of connecting to wireless. There was no information about patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.